Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that when the healthcare professional flushed the valve preoperatively, it was not working. According to the report, the inlet valve only would suck the normal saline but could not flush. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Only the peritoneal catheter was returned. Approximately 90 cm of the peritoneal catheter was returned. The catheter was patent and met the requirements for leak testing. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.